Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor exhibited diagnostic anomaly of false pause episode. No intervention was performed. The patient will be further monitored. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.